Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
Note: this report pertains to one of three captivator cold single-use snare used in the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the snares are not cutting polyps. The snares are too long or too short, this issue causes the wire on the snare to not fully release and cut effectively. There was not enough information as how procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.